Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing between the spike set, and the bag had been leaking. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: the device was received for evaluation as well 8 photos. There was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed. The customer's stated problem was confirmed as the tubing was leaking. There was no specific cause found for the leak.